Manufacturer narrative:
Information received from an affiliate indicated that the hub of an (B)(4) cypher select plus stent cracked while connecting the indeflator to the hub. The device was not used but replaced by a new one of the same reference. There were no issues in prepping the device. There were no other anomalies noted and the device was returned for evaluation. One non sterile cypher select + 2.5 x 18 mm stent was received coiled inside two plastic bags. Two bents were observed at 14.4 and 22 cm from distal end; this condition could be related to the way the unit was sent for the analysis. The stent was mounted in its original position between marker bands and no damages were observed. No residues were found. During microscopic analysis a vertical crack was observed in the hub; it started at the thread passing through the molding injection point. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be directly correlated to the reported complaint. The reported customer complaint of hub crack was confirmed through failure analysis, although the cause was not conclusively determined, it is likely related to the manufacturing process and an internal investigation was opened to address this issue with the cypher select plus product line.

Event description:
While connecting the indeflator, a hub crack was noticed. The device was not used but replaced by a new one of the same reference. There were no issues in prepping the device.

Manufacturer narrative:
The product is available but has not been received as of the initial report. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.additional information will be submitted within 30 days of receipt.